Manufacturer narrative:
Console logs from the reported day of event are consistent with complaint and show controller failure alarm due to epm software corruption (#1029) as well as sporadic epm communication errors. After console was brought to aachen fs, the issue was reproduced and controller failure alarms (#1029) were persistently presented after aic boot-up. Visual inspection of the impellatronic assembly (where the epm sub-circuitry is located) and its communication cable did not reveal any irregularities (no kinks or misalignment of the cable). After the impellatronic assembly was replaced, the issue was resolved, and console operated within specification. Repair: replace impellatronic assembly (0042-1115), and perform functional check.

Event description:
The complainant in the EU had a red controller aic (automated impella controller) alarm. The team noted no harm or injury.